Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tongue on the roller pump was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) confirmed the reported complaint. The tongue was replaced. Corrective maintenance and inspection was completed successfully. The roller pump operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental repot will be filed accordingly.